Event description:
It was reported that the patient was initially treated conservatively approximately nine(9) years following knee arthroplasty to address instability likely caused by a trauma-induced lateral collateral ligament (lcl) injury and was ultimately revised a year later to replace the tibial bearing and locking bar. Attempts have been made, however, no additional information is available.

Manufacturer narrative:
(B)(4). Concomitant medical products: medical devices: polished finned tibial tray 63mm catalog #:141251, lot #: 2011090432 unknown. Vanguard femoral component catalog #: ni, lot #: ni. Foreign: (B)(6). The complainant has indicated that the product will not be returned to zimmer biomet for investigation due to hospital policy. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.